Event description:
A technician reported during creation of the flap, vacuum 1 and 2 were achieved; however when the cut was started, the vacuum released and the procedure was aborted. The pt interface was exchanged and the flap was successfully created. No pt harm was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).